Event description:
After an implantation period of approx. 2 months, it was reported that it was not possible to interrogate the device. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD under complaint was returned for analysis. During electrical analysis the clinical observation was confirmed, the device could not be interrogated, and the therapy functionality was not available. The ICD was opened, and the inspection of the inner assembly revealed a damaged electronic module due to an external short circuit. In particular, the fuse separating the battery from the electronic module was blown. These damages led to the clinical observation. The header of the ICD was inspected in detail. The root cause of the external short circuit could be tracked down to a misaligned placement of the telemetry antenna during assembly. Despite multiple inspection steps, this misalignment was not identified during production. As a result of this event, processes have been reviewed and relevant staff has been retrained. In accordance to biotroniks post-market surveillance system this occurrence represents a very rare event. We apologize for any inconvenience that this event might have caused.